Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rail was bent and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rail was bent and not detected on the bus. As per part investigation, it was determined that assy retractor dwr hh cubie broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report issue was confirmed by the fse testing and subsequently confirmed in the dchu inspection process. According to work order (wo) (B)(4), the field service engineer (fse) reported that auxiliary full height drawer 7 was hard to pull open and close and was not detected on the bus. After removing the back panel, the fse found the bearing cage displaced from the back of the drawer and a retractor band broken due to damage to the bearing cage. The fse replaced the drawer slides, rails, and retractor band, then restarted the station and tested the drawer using the hardware test application (hta) successfully. During dchu visual inspection the assy retractor dwr hh cubie was observed broken in one end. No other visual anomalies or signs of physical damage were found. Testing in the dchu was not performed due to the condition of the retractor band. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a broken retractor band causing the drawer to fail to open and close properly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rail was bent and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rail was bent and was not detected on bus. A field service engineer (fse) removed the back panel and found bearing cage was hanging out the back of the drawer and retractor band was broken from the bearing cage damage. So, the fse replaced the drawer slide rails on both sides, also replaced the retractor band, then restarted the station, then ran the test in the hardware test application with no issue. Then restarted the station. The system functioned as intended after the field service engineer repaired the device.